Event description:
In 2008, the patient reported that she received an e2 (battery depleted) error on her infusion device, but she did not receive the prior a2 (battery low) alert. The patient reviewed the alarm history of the infusion device and the last a2 listed was on the previous month. The battery had been in use for 19 days and she uses the correct battery type. The patient inserted a new battery and the infusion device functioned properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.